Event description:
Information was received that this smiths medical cadd ms3 pumps lost programing. The patient reported tiredness, headaches, nausea, pain and edema. Reported that the patient current dose is 8 ng/kg/min (remdodulin mdv, strength: 5mg/ml). No additional adverse effects reported.